Event description:
It was reported that the stent foreshortened during deployment by approx 30mm. The procedure included treatment of a lesion extending from the proximal popliteal to the distal sfa. A second stent was deployed in the distal sfa. There was no report of injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The stent remains implanted and the delivery system was discarded by the user facility; therefore, not available for eval. The event investigation is currently underway.